Event description:
Customer reported issues with the insulin pump. Customer states that there is a scratch on the insulin pump. The insulin pump will be replaced. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on display window, damaged display window, cracked battery threads and cracked reservoir tube lip.